Manufacturer narrative:
The device history record review could not be performed as the records could not be identified due product age, 15 years. Manufacturing evaluation: the part was received with the spring broken off at the tip. There is no function of the ratchet. A hardness test was carried out and found to be good. Product development evaluation: the small pelvic forceps, 398.74, lot number 1011 were received with a broken ratchet bar tensioning spring. Although the instrument shows signs of regular use it is in very good condition. The lot number indicates that this instrument was manufactured before 1998 and is over 15 years old. The small pelvic forceps are part of the 3.5mm low profile pelvic system and are designed, but not limited to, reduction of pelvic fractures. The returned instrument has been in use for over 15 years and exhibits considerable wear from extensive use. The ratchet mechanism no longer functions as intended due to a broken tensioning spring for the ratchet bar. The spring remains largely intact however the most proximal 5mm section is broken off and missing. The proximal 5mm is the piece which is intended to contact and maintain tension of the ratchet bar. Without the complete spring, the instrument can no longer function as intended. It is most likely that age and wear over the 15 year life span of this instrument has led to the issue. The age and wear of this device is most likely responsible for issue rather than a design deficiency. The device is determined to be suitable for its intended use and the complaint deemed invalid from a design perspective. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.

Manufacturer narrative:
(B)(4).

Event description:
Report received small forceps (part number 398.74 lot number 1011) broke during a procedure, the spring lock may have broken off. Surgeon was able to successfully complete the procedure with another item from his set. There was no delay in completing the procedure. There was no patient injury. This is report 1 of 1 for complaint (B)(4).